Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. A visual inspection of the one way valve assembled at the end of the heparin line was performed and two cracks were found at the luer cone. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem and it was decided to proceed with the approval of a valve made by a new potential supplier. A corrective action plan for the approval of a new valve supplier is waiting for approval.

Event description:
A distributor reported to baxter (B)(4) that a customer detected a hole/crack in the female luer-lock connector at the end of the heparin line. The damage was noted upon setup before patient use, so no patient injury or medical intervention was reported.